Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12aug2019. Customer has placed unit out of service at this time. Parts were returned to the manufacturer for investigation of the contamination as requested by the customer: the contamination material analysis is completed: currently the closest match is to women's enzyme nutrition multi-vitamin or echinacea. No parts were retuned for the grounding issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported debris in gas outlet port and grounding issue while performing periodic maintenance (pm). There was no patient involvement.